Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and 5 volt power supply was replaced. The software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the images intermittently freezes up on the 8800 system, also the system will not boot up correctly. No patient injury was reported.